Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd did not receive samples or photos from the customer; therefore the investigation was limited. In addition, the material and lot number was unknown. The device history records and complaint history could not be reviewed as the material and lot numbers are unknown. Technical service provided educational material to the customer.

Event description:
It was reported the unspecified vacutainer blood collection tube experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "the tubes are clotting. Customer is wanting to know if bd has another lavender top tube that will keep the specimen from clotting. Customer is looking for information on how to best prevent clotting in the tubes-they sometimes receive tubes which have clotted and think it may be a processing issue. They are collecting blood from finger sticks from adults. We discussed that fingers should be warm and the correct device should be used to collect the amount of blood that is needed. She was not sure which device they are using but thinks it is a bd device, it should be the high flow blue lancet. Calloused areas should be avoided. They are collecting a edta and sst tube. The edta tube should be collected first than the sst and it is important that the edta tube is mixed 10 times upon drawing. Emailed order of draw and cal poster for good finger sticks."